Manufacturer narrative:
The patient has extensive history with home dialysis and also had a previous aneurysm. The device has not been returned for evaluation. It was determined that manual CPR was performed for 12 minutes by the layperson and the rescuer prior to deployment of the autopulse system. The autopulse was used on the patient for 45 minutes with no problems during patient transport. At the hospital, manual CPR was again performed for 15-20 minutes. Chest compressions performed by manual or mechanical results in comparable chest displacement. Given this, the expectation is that patient injuries are of a similar nature and frequency. The most common potential complications of any CPR (manual or mechanical) are skeletal fractures including ribs, sternum, vertebra, abdominal or thoracic organ injuries, pneumothorax or hemothorax caused by skeletal fractures or internal organ injuries. The 2005 international consensus conference on cardiopulmonary resuscitation and emergency cardiovascular care science stated that "rib fractures or other injuries are common but acceptable consequences of CPR given the alternative of death from cardiac arrest." Since the manual CPR was administered before and after autopulse, it is not possible to determine which method of CPR may have caused the reported injury. However, such injuries are of relative significance since alternate to CPR is death.

Event description:
During a patient transport, the ap board was used for 45 minutes with no problems. After transporting the patient to (B)(6) hospital in (B)(6), the medics got a call from the medical doctor saying that the ap board caused pneumothorax to the patient. The patient was also rubbed on the side of the body from the lifeband which caused abrasion.